Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the representative regarding higher impedances. The cause of the higher impedances was not determined. The patient was seen by a physician on august 7th and was reprogrammed to use a contact without impedance issues. The higher impedances have not resolved, and no additional actions have been reported. This information has been confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient's implantable neurostimulator (ins). The rep r eported that the patient (pt) is getting code 1703 when trying to increase amplitude. Rep called back with new information. Pt had a fall a couple of weeks ago. Pt had some symptom return post-fall. Pt was interrogated last friday and healthcare provider (hcp) changed programming to a different group. Nurse stated that pt was doing better on that group but patient is reporting not doing as well. Rep got a copy of the session report and reported that the impedances are higher than normal. Rep is trying to locate session report from previous session to compare impedances to friday's values. Rep clarified new error code of 1098, which reviewed as out of regulation same as 1703. Reviewed again there is no 19xx codes avail. Reviewed next steps of x-rays ins/extension and lead/ext connection and possible reprogramming if that is an options for the patient.